Event description:
IV hub came loose during power injection of saline after contrast was given. Blood and saline leaked all over patient's pillow. After scan, cleaned up patient's IV site, screwed hub on tight and re-taped IV site.